Manufacturer narrative:
The technical user's manual discusses the usage of treatment tip. Tips are supplied in sterilized packaging and do not require cleaning prior to use. The treatment tips are designed for single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure. Caution: the treatment tip is fragile. Any damage to the surface of the tip may cause burns during the treatment. If the treatment tip produces any uncharacteristic tissue outcomes (e.g. Burns) and/or shows visual signs of membrane breakdown during treatment, discontinue use of the tip and call the manufacturer. Additionally, the technical user's manual lists burn as a possible adverse patient reaction. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Event description:
Patient received radio-frequency treatment and sustained third degree burns to the face and neck. It was reported that the single-use treatment tip was used to complete a treatment with a different patient prior to this patient without incident. The tip was subsequently used on this patient. The patient reported to the practitioner that she smelled burn smell; machine displayed message "need more coupling" fluid.